Event description:
Caller states that the customer tested 273mg/dl at 1:30pm. She reports that he then tested 213mg/dl at 7:10pm and took 20 units of novalin r. Customer reportedly tested again at 7:53pm at 137mg/dl, but had low blood glucose symptoms. Caller states that he was incoherent and the paramedics were called. The paramedics tested customer at 32mg/dl, administered glucose paste, and started a glucose IV. Customer tested 201mg/dl on the paramedic's device prior to them leaving his house. The customer's device at that time tested 221mg/dl. The customer tested 2.5 hours later on his own device again with a result of 79mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.